Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence urgency frequency. The basic evaluation began on (B)(6) 2021. It was reported that the patient will be calling back when their programmer is charged to switch sides. Additional information was received stating that the patient is in the ICU and they are unable to gather symptom data. They were internally bleeding due to implant and them hitting a vein. There were no device issues reported, and no further patient complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 353101, lot#: unknown, product type: external neurostimulator. Other relevant device(s) are: product ID: 353101, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.